Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received alarm for tone, vibrator or motor did not have power available when needed. Customer's blood glucose at time of incident was 137mg/dl. Customer perform self test and passed. Customer advised to monitor the insulin pump and call back if issue persists. Insulin pump will not be returned for analysis.